Event description:
The following information was provided: suspected stem loosening (no loosening detected by orthopedic surgeon's imaging, but slight loosening identified by radiologist's interpretation) led to removal of the exeter stem. Discoloration was observed on the removed stem, prompting a request for investigation; however, the stem was discarded by the hospital. No complications or adverse events occurred during this procedure itself.